Event description:
Event description guidant received information that the patient with this single-chamber pacemaker presented to the clinic as syncopal with a heart rate in the 40's. Loss of capture was noted in the right ventricle due to fluctuating threshold levels. The programmed outputs were set near the required threshold levels, without observing the advised two to one safety margin. The physician believes this issue was related to the patient physiology and the patient-to-lead interface.